Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy.

Event description:
In 2007, physicians experienced difficulty trying to unsheathe the ipsilateral side of the main body. The main body was deployed (left iliac) unsheathed to the contralateral gate and deployed the top stent then attempted to cannulate the contralateral limb, but realized the wire was subintimal. The physician withdrew the wire and went to unsheathe the ipsilateral side. Then retrieved the top cap and removed the gray positioner. Then attempted the up and over technique to snare the wire, but unsuccessful. The physicians then went in with a converter, but unable to advance due to patient anatomy. They also tried to go up with an iliac leg - no success. At this point, the procedure was converted to open. During the open procedure, the main body was completely out except for the suprarenal fixation. Patient had significant blood loss and had to have 6-7 units of blood as well as the spleen removed. Patient outcome is unknown at this time.